Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported before use on a thr procedure, that the locking mechanism of a mi z handle acet reamer is broken. No delay reported, procedure was started with a smith and nephew backup device. No patient harm reported.